Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a venotomy closure of multiple puncture sites in the right common femoral vein (rcfv), the sheath detached, remained in the patient and required surgery for removal. Reportedly, in the bottom puncture, the 8f sheath was removed and the prostyle suture was tightened. The 8f sheath was reinserted over the guidewire and a vascade was deployed. When the sheath was removed, it was noted that half of the sheath was missing. Surgery was performed to remove the detached portion of the sheath and the patient was discharged. The doctor believes the prostyle damaged the sheath.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. An event of a detached sheath was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.